Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Evaluation summary: the reported malfunction of a "stop button of the pump head module keypad did not work" was confirmed. The root cause was attributed to an inoperable stop key on the pump head module. The pump head module keypad was replaced to fix the reported condition. Additional information: a service history review revealed that previous service events were related to the reported condition. Previously, the pump was sent in for a pumphead module (phm) keypad issue. However, no fault was found with the phm keypad during evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had the problem of "the stop button of the phm keypad did not work". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.26.00.